Manufacturer narrative:
B5: additional information received on 13-dec-2022 via email and attached to complaint object: the device boots up to a green screen and then locks up. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: correction: h3: device evaluated by manufacturer: updated to device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Device evaluation: tamper seals were both broken, battery was missing, chipped top case corners, cracked right plunger case and bottom case by l-bracket. Unable to review event history log due to blank screen with constant alarm. Found blank screen with constant alarm at power up and right plunger case cracked. Uploaded software from base to head of the pump to solve the reported problem. Updated to software v1.6.5. Replaced plunger case assembly. Performed power up process, preventive maintenance (pm) and all functional tests which passed. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.5 to resolve the issue. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service review identified this device has not been in for service previously.

Event description:
It was reported that the device green screen remediation failed, bad speaker plunger and right case damaged. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.